Manufacturer narrative:
Due to recurrent noise following the lead revision procedure, this lead and the associated device were subsequently explanted and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that noise was being oversensed which resulted in greater than two seconds of ventricular pacing inhibition for this patient. The caller also mentioned that they would like to be able to measure noise amplitude on the right ventricular (rv) electrograms (egms) via latitude. No adverse patient effects have been reported.

Event description:
------

Manufacturer narrative:
Additional information was received two months later that this lead was still exhibiting noise which resulted in inhibition and episodes of non-sustained ventricular tachycardia (nsvt) which could be duplicated with isometrics. A revision procedure was performed and visual inspection of the lead was unremarkable for any malfunctions. The lead was disconnected from the device and during manipulation, no inhibition was observed. Additionally, once the lead was re-inserted into the device, no noise was replicabable on egms. The lead and the device were positioned back in the patient and a successful conversion was performed. The physician was satisfied with this outcome.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and the caller's statement regarding egms. The caller is aware that the rv egms can be measured in the office but latitude does not allow that to be done. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.